Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and the monitor was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and the rear response button ribbon was damaged. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle and damaged response button was excessive force. There was no adverse event that resulted from the damaged monitor.